Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) for the lot number 17553096m has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an ablation procedure for ventricular tachycardia (vt) with a thermocool smarttouch bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. During the mapping phase, the patient became hypotensive and a tamponade was confirmed via echocardiogram. The pericardiocentesis yielded 275cc. A pericardial drain was left in place. The patient was reported to be in stable condition. The patient did not require extended hospitalization as a result of this adverse event. The patient fully recovered with no residual effects. There were no factors cited that may have contributed to the adverse event. The physician indicated that he felt excessive pressure was necessary in order to achieve sufficient contact for capturing during pacing maneuvers. The physician's opinion regarding the cause of the adverse event was that it was procedure-related. No transseptal puncture was performed. No sheath information was provided. Generator settings were not reported, as no ablation was performed. There is no information regarding the irrigated catheter flow setting. The patient received anticoagulant during the procedure with activated clotting times maintained between 250-300 seconds. Pi value was reported at 30 grams. Thermocool smarttouch bi-directional navigation catheter was not in close proximity to another catheter. Thermocool smarttouch bi-directional navigation catheter was zeroed after the initial warm-up phase, post-connection to the carto 3 piu. Carto 3 system did not indicate to re-zero the catheter. There were no error messages reported on any biosense webster, inc. Systems during the procedure. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.